Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation (other)"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included chronic fatigue since (B)(6) 2010, depression since (B)(6) 2010, irregular menstruation since (B)(6) 2010, dizziness since (B)(6) 2011, giddiness since (B)(6) 2011 and syncope since (B)(6) 2011. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), migraine ("migraines") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the perforation, genital haemorrhage, menstrual disorder, migraine and weight decreased outcome was unknown and the pelvic pain was resolving. The reporter considered genital haemorrhage, menstrual disorder, migraine, pelvic pain, perforation and weight decreased to be related to essure. The reporter commented: she underwent treatment due to complications reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: failure to occlude (close) fallopian tubes on (B)(6) 2011 - pelvis ultrasound. There are small cyst on the ovaries that are likely functional cysts. On (B)(6) 2013 - hysterosalpingogram : conclusion : unsuccessful hysterosalpingogram without opacification of the uterus and fallopian tube achieved despite cervical cannulation. No essure devices overlying the pelvis identified . Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: new reporter, other relevant history, lab data, product information and events- perforation (other), abnormal bleeding (general) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other)/essure was poking in my tubes"), pelvic pain ("severe pelvic pain /pain") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. A45113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, right lower quadrant pain, gerd and endometriosis. Concurrent conditions included chronic fatigue since (B)(6) 2010, depression since (B)(6) 2010, irregular menstruation since (B)(6) 2010, dizziness since (B)(6) 2011, giddiness since (B)(6) 2011 and syncope since (B)(6) 2011. Concomitant products included ibuprofen from (B)(6) 2014 to (B)(6) 2014, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: depression, mental anguish "). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines /migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) "), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) "), depression ("psychological or psychiatric problems condition: depression, mental anguish (event splitted for coding)") and headache ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, diagnostic laproscopy, lysis of pelvic adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, menstrual disorder, migraine, weight decreased, vaginal haemorrhage, menorrhagia, depression, anxiety and headache outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she underwent treatment due to complications reported. The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: failure to occlude (close) fallopian tubes.. Diagnostic results: (B)(6) 2011- pelvis ultrasound there are small cyst on the ovaries that are likely functional cysts. (B)(6) 2013- hysterosalpingogram : conclusion : unsuccessful hysterosalpingogram without opacification of the uterus and fallopian tube achieved despite cervical cannulation. No essure devices overlying the pelvis identified . Most recent follow-up information incorporated above includes: on 16-apr-2019: medical record received : lot number was added. Reporter information and medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other)/essure was poking in my tubes') and pelvic pain ('severe pelvic pain /pain') in a 36-year-old female patient who had essure (batch no. A45113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, right lower quadrant pain, gerd and endometriosis. (B)(6) 2011 - pelvis ultrasound there are small cyst on the ovaries that are likely functional cysts. (B)(6) 2013 - hysterosalpingogram : conclusion: unsuccessful hysterosalpingogram without opacification of the uterus and fallopian tube achieved despite cervical cannulation. No essure devices overlying the pelvis identified. Concurrent conditions included dizziness since (B)(6) 2011, giddiness since (B)(6) 2011, syncope since (B)(6) 2011, chronic fatigue since (B)(6) 2010, depression since (B)(6) 2010 and irregular menstruation since (B)(6) 2010. Concomitant products included ibuprofen from (B)(6) 2014 to (B)(6) 2014, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: depression, mental anguish "). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines /migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression, mental anguish (event splitted for coding)") and headache ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, diagnostic laproscopy, lysis of pelvic adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, menstrual disorder, migraine, weight decreased, depression, anxiety and headache outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she underwent treatment due to complications reported. The number of expanded coils that appeared trailing into the uterine cavity was 4. Patient received treatment pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: failure to occlude (close) fallopian tubes. Lot number: a45113 manufacturing date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other)/essure was poking in my tubes"), pelvic pain ("severe pelvic pain /pain") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. A45113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, right lower quadrant pain, gerd and endometriosis. * (B)(6)2011 - pelvis ultrasound there are small cyst on the ovaries that are likely functional cysts. (B)(6)2013 - hysterosalpingogram : conclusion : unsuccessful hysterosalpingogram without opacification of the uterus and fallopian tube achieved despite cervical cannulation. No essure devices overlying the pelvis identified. Concurrent conditions included chronic fatigue since (B)(6)2010, depression since (B)(6)2010, irregular menstruation since (B)(6)2010, dizziness since (B)(6)2011, giddiness since (B)(6)2011 and syncope since (B)(6)2011. Concomitant products included ibuprofen from (B)(6)2014 to (B)(6)2014, nsaids since (B)(6)2010 and paracetamol (acetaminophen) since (B)(6)2010. In (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced anxiety ("psychological or psychiatric problems condition: depression, mental anguish "). On (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines /migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) "), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) "), depression ("psychological or psychiatric problems condition: depression, mental anguish (event splitted for coding)") and headache ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, diagnostic laparoscopy, lysis of pelvic adhesions). Essure was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, menstrual disorder, migraine, weight decreased, vaginal haemorrhage, menorrhagia, depression, anxiety and headache outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she underwent treatment due to complications reported. The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: failure to occlude (close) fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
"Ntaneous" case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other)/essure was poking in my tubes"), pelvic pain ("severe pelvic pain /pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included chronic fatigue since (B)(6) 2010, depression since (B)(6) 2010, irregular menstruation since (B)(6) 2010, dizziness since (B)(6) 2011, giddiness since (B)(6) 2011 and syncope since (B)(6) 2011. Concomitant products included nsaid's since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines /migraines / headaches (event splitted for coding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), depression ("psychological or psychiatric problems condition: depression, mental anguish (event splitted for coding)"), anxiety ("psychological or psychiatric problems condition: depression, mental anguish (event splitted for coding)") and headache ("migraines / headaches (event splitted for coding)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), weight decreased ("weight loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2014, hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, menstrual disorder, migraine, weight decreased, vaginal haemorrhage, menorrhagia, depression, anxiety and headache outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she underwent treatment due to complications reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: failure to occlude (close) fallopian tubes on (B)(6) 2011 - pelvis ultrasound. There are small cyst on the ovaries that are likely functional cysts. On (B)(6) 2013 - hysterosalpingogram: conclusion: unsuccessful hysterosalpingogram without opacification of the uterus and fallopian tube achieved despite cervical cannulation. No essure devices overlying the pelvis identified. Most recent follow-up information incorporated above includes: on 5-jul-2018: pfs received: reporter was added. Patient¿s detail and concomitant drugs were added. Abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, mental anguish, headaches and abdominal pain were added as events. Event essure was poking in my tubes clubbed with previous event perforation (other) and coded to fallopian tube perforation. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other)/essure was poking in my tubes') and pelvic pain ('severe pelvic pain /pain') in a 36-year-old female patient who had essure (batch no. A45113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, right lower quadrant pain, gerd and endometriosis. (B)(6)2011 - pelvis ultrasound. There are small cyst on the ovaries that are likely functional cysts. (B)(6)2013 - hysterosalpingogram : conclusion : unsuccessful hysterosalpingogram without opacification of the uterus and fallopian tube achieved despite cervical cannulation. No essure devices overlying the pelvis identified. Concurrent conditions included dizziness since(B)(6)2011, giddiness since (B)(6)2011, syncope since (B)(6)2011, chronic fatigue since(B)(6)2010, depression since (B)(6) 2010 and irregular menstruation since (B)(6)2010. Concomitant products included ibuprofen from (B)(6)2014 to (B)(6)2014, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. In january 2010, the patient had essure inserted. In january 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: depression, mental anguish "). On 1-jan-2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines /migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression, mental anguish (event splitted for coding)") and headache ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, diagnostic laproscopy, lysis of pelvic adhesions). Essure was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, menstrual disorder, migraine, weight decreased, depression, anxiety and headache outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she underwent treatment due to complications reported. The number of expanded coils that appeared trailing into the uterine cavity was 4. Patient received treatment pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6)2013: results: failure to occlude (close) fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received, event outcome of bleedings were updated as recovered, rcc added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.